Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected a few high out-of-range impedance measurements on the left ventricular (lv) lead. The physician performed onsite follow-up and consequent troubleshooting without boston scientific involvement. No adverse patient effects were reported. This crt-d remains in service. Of note, the name of the initial reporter is unknown, as the physician hung up the phone before the technical services consultant could ask their name. Attempts have been made to determine the physician's name, but no further information is known at this time.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected a few high out-of-range impedance measurements on the left ventricular (lv) lead. The physician performed onsite follow-up and consequent troubleshooting without boston scientific involvement. No adverse patient effects were reported. This crt-d remains in service. Of note, the name of the initial reporter is unknown, as the physician hung up the phone before the technical services consultant could ask their name. Attempts have been made to determine the physician's name, but no further information is known at this time.